Manufacturer narrative:
Device evaluated by MFR: the stent delivery system was returned for analysis. A visual examination of the crimped stent found that the centre and distal stent struts were stretched, distorted and pulled distally over distal tip. The maximum stent profile data was reviewed and was within. A review of the specified inside diameter of the stent protector was also reviewed, however the stent protector was not returned for analysis. It can be determined that the stent protector was not too tight on the crimped stent provided the correct removal of the stent protector was used. Based on the specified stent protector profile and the recorded crimped stent profile, there is no issues to note with the interaction between the two components. The balloon body was reviewed and no issues were noted with the overall balloon. Crimp markings were evident on the exposed balloon wall. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. The bumper tip of the device showed no signs of damage. A visual and tactile examination found several kinks across the length of the hypotube. This type of damage is consistent with excessive force being applied to the delivery system. A visual and tactile examination of the outer and mid-shaft polymer extrusion profile found no issues with the extrusion. The bi-component bond showed no signs of damage or strain. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
It was reported that stent move on balloon occurred. A 2.50 x 38 synergy ii stent was selected for use to treat the lesion. However, during unpacking, it was noticed that half of the stent was off the balloon. No patient complications were reported .

Manufacturer narrative:
(B)(4). Device is a combination product.

Event description:
It was reported that stent move on balloon occurred. A 2.50 x 38 synergy ii stent was selected for use to treat the lesion. However, during unpacking, it was noticed that half of the stent was off the balloon. No patient complications were reported .